Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument would not release from universal surgical manipulator (usm1). The customer removed the instrument and the cannula from the patient and was able to put enough pressure to remove the instrument. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up with the customer: there were no reports of arcing when the instrument was last used.